Event description:
It was reported that the patient was no longer able to pump their inflatable penile prosthesis device. A revision surgery was performed, during which the physician confirmed that there was a fluid loss in the system, the outer sheath was torn off, and there was a hole in both cylinders. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.